Event description:
It was reported that the patient changed their controller on (b(6) 2023 due to power cable disconnects on the black power lead. The alarm occurred only when connected to batteries, not the mobile power unit (mpu). The alarm did not resolve by exchanging the clip attached to the black power lead so ultimately a controller exchange was performed. Inspection of the controller revealed that the metal prongs, controller cable, and controller connectors were in good shape. No further alarms were observed following the exchange. Log file review confirmed power cable disconnects on 25feb2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via review of the submitted event log file, containing approximately 2 days of information ((B)(6) 2023 to (B)(6) 2023 per timestamp). Beginning at 10:03:27 on (B)(6) 2023, the rsoc of the black cable was observed to intermittently fluctuate below its expected value, triggering rsoc invalid faults. These faults resulted in the occasional activation of power cable disconnect alarms. The alarms appeared to resolve on their own shortly after their activation each time. The ability of the controller to support the pump¿s operation was unaffected, as it maintained a speed above the low speed limit until the driveline was disconnected at 10:17:09 on (B)(6) 2023. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis. The root cause of the observed power cable disconnect alarms could not be conclusively determined through this evaluation; however, provided information indicated that the alarms resolved following the controller¿s exchange. Review of the device history record for the heartmate 3 system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook (rev. D - section 6 ¿caring for the equipment¿) describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.